Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood/body fluid in helix housing was noted and tissue entwined in the helix. Visual inspection revealed no abnormalities. Laboratory analysis was unable to confirm the reported electrical malfunction allegations, the lead passed electrical testing. The heart wall perforation and surgery allegations were not confirmed by laboratory analysis, but was assigned a cause code based on the field report (known inherent risk of device). It is reasonable to assume that the patient's issue led to surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a heart wall perforation, loss of capture and very high capture thresholds measurements. At first it was thought to be a dislodgement, but a computed tomography (CT) scan revealed the perforation. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to heart wall perforation, loss of capture and very high capture thresholds measurements. At first it was thought to be a dislodgement, but a computed tomography (CT) scan revealed the perforation. This lead was returned. No additional adverse patient effects were reported.